Event description:
It was reported that the patient came to the hospital on (B)(6) 2022 because the patient let the 14v emergency backup batteries (ebb) die and was on his backup battery for about an hour. The patient was given new batteries and sent back to the detention center. The patient had wear and tear right by the driveline exit site. X-rays showed a minor kink in the driveline near the exit site. Alarms started the evening of (B)(6) 2022. Log file review captured a pump stop because the driveline was disconnected. The controller clock was also corrupt which was most likely caused by the patient allowing the external batteries and ebb to drain. There was also an intermittent driveline power fault (power b broken event). The controller and modular cable were changed. Log files from the new controller and modular cable showed that the driveline power fault has not yet returned. The patient returned on (B)(6) 2022 with return of the driveline power fault alarm on the new controller. Log files showed that the driveline power b fault returned on (B)(6) 2022. Plans to further investigate the issue on site were made. Additionally, it was suggested that the driveline was disconnected through the log files but the patient stated that he did not disconnect the driveline but the validity of his statement was unclear. The driveline connector surface and female pins were cleaned and the driveline power faults cleared. The alarm reappeared on (B)(6) 2022. The alarm was permanently silenced but not cleared - log file review confirmed return of the driveline power fault. An external driveline repair was requested. The new modular cable was replaced during driveline cleaning. The patient returned to the emergency room on (B)(6) 2022 with audible alarms although they were permanently silenced last week. The most recent log files showed a driveline disconnect at 8:30. This was followed by driveline power faults and high current issues. Approval for a driveline repair was being worked on. Related manufacturer reference number: 2916596-2022-12988, 2916596-2022-13051, 2916596-2022-13238.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
A driveline repair was done on (B)(6) 2022. The modular cable was replaced again during the driveline repair. Following the repair self-sealing tape was placed over the repair area. The modular cable reportedly came unplugged on the night of (B)(6) 2022. Data from the log file indicated that since the repair both power conductors were delivering the same amount of current to the pump - which was a good sign that the issue had resolved. The driveline repair had seemed to fix the alarms and the patient was discharged home. It was later noted that the patient tended to have issues every time he got arrested. It was found that many of the issues were self-inflicted. Related manufacturer reference number: 2916596-2022-12988, 2916596-2022-13051, 2916596-2022-13238, 2916596-2022-14808.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned distal portion of the pump cable revealed green residue in the in-line connector, indicative of oxidation/corrosion from fluid ingress. The observed fluid ingress and corrosion within the in-line connector could have contributed to the reported driveline power fault alarms that were confirmed through review of the submitted log files. Review of the patient¿s submitted log files also confirmed pump stops due to the driveline being disconnected; however, a specific cause for the driveline disconnects could not be conclusively determined through this evaluation. Furthermore, evaluation of the submitted x-ray images confirmed a minor kink in the patient¿s driveline near the exit site; however, a specific cause for this finding could not be conclusively determined. The pump cable in-line connector surface was cleaned on (B)(6) 2022. The reported driveline power fault alarms returned, and a distal-end driveline replacement of the pump cable was performed on (B)(6) 2022. Approximately 4¿ of the replaced portion of the pump cable was returned for evaluation attached to a modular cable via the in-line connector. Upon disconnection of the pump cable from the modular cable, a small amount of green residue was noted within the in-line connector of the pump cable, consistent with oxidation/corrosion due to fluid ingress. The underlying layers of the cable were removed, and no damage was observed. The underlying wires were unremarkable. Electrical continuity testing of the distal portion of the pump cable revealed the red wire (power b) showed a slightly higher resistance compared to the other wires, which is consistent with the reported driveline power fault alarms. The pump cable was connected to a test pump on a mock circulatory loop using the modular cable it was returned with and run for approximately 2 hours. The reported driveline power fault alarms were not reproduced, even with manipulation of the driveline. The account later reported the driveline power fault alarms did not return after the driveline repair. It was also reported that the patient did not disconnect the driveline; however the validity of the patient's statement was unclear. Although the driveline power fault alarm was not able to be reproduced during testing, the fluid ingress observed inside the in-line connector has the potential to result in the driveline power fault alarms confirmed in the submitted log files. The patient later reported regularly partaking in water activities after the controller got wet and the pump stopped on 07oct2022. The patient was stable in the hospital and the pump was not restarted (refer to MFR #'s 2916596-2022-14509 & 2916596-2022-14456). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU and section 4 of the patient handbook also state ¿do not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the driveline power fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.